Event description:
New information notes: it was reported that the lead was explanted.

Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited low impedances, occasionaly measuring 100 ohms. During isometrics, impedances of 310, 300, 320 and 305 ohms were measured. The patient would be monitored.